Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned for evaluation. One winding former with seven detached needles were received for analysis. The product code vcp1772d is multistand and contains eight strands per packet. Upon initial inspection of the returned sample, it was noted that the needle from slot #4 was not returned for analysis. During the inspection of the seven needles, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or issues related to needle breakage were found. In further investigation, it was found that the needle from slot #4 was forwarded for further analysis due to the needle breakage. In addition, a photo was provided and it showed that the tip needle from slot #4 appears to be missing. No conclusion could be reached due to the sample will be forwarded for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product received for analysis was identified as product code vcp1772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2024. Corrected information: h6 - follow up 1 investigational codes. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2024 and barbed suture was used. The needle broke when sewing in surgery . Changed another one to complete the surgery. The needle tip was found to be missing before use and was not used in surgery. There is no report on patient's injury. No additional information could be provided. The lot is unavailable. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) additional information: h6 component code: g07002 - device not evaluated d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. - if it becomes available in the future, please provide lot number. --unknown - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. --the needle tip was found to be missing before use and was not used in surgery. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.